Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated for presence and quantity of additive. Fifty (50) retention samples were evaluated for visual presence of additive with acceptable results. Fifteen (15) samples representing each solution dispense position that was present in the retention samples were evaluated for quantity of additive with acceptable results. Visual examination and functional testing of retention samples yielded no issues were observed relating to missing additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd microtainer® tubes with k2e (k2edta) did not contain additive. There was no report of patient impact.

Event description:
It was reported that an unspecified number of bd microtainer® tubes with k2e (k2edta) did not contain additive. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.